Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device showed a no shock delivered message during use on an infant, however, the staff noted the physical reaction of the infant and there was a delivery spike on the strip. The device was in use on a patient, but no adverse to patient or user was reported.